Manufacturer narrative:
Product investigation summary: one (1) pair of reduction forceps (part: 399.99 / lot: a7ga024) was received for evaluation with complaint category "broken: intraoperatively." This complaint is confirmed as the returned device was received with one (1) of the distal jaws broken off. The broken off jaw piece that is missing would be approximately 13mm long, but was not returned for evaluation. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. A definitive root cause cannot be determined; however, the complaint condition was most likely caused by excessive torque and/or cumulative wear over the lifetime of this 19+yr old device. It is not likely that the design of the instrument contributed to this complaint. The relevant drawing was reviewed during this evaluation. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products: added originally reported concomitant device to the associated field on the medwatch form. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, a review of the service and repair history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the clavicle, the tip of the reduction forceps with serrated jaw-ratchet broke off. The surgeon attempted to clamp the 3.5mm locking compression plate to the bone using the forceps when half an inch of the tip broke. The broken piece was retrieved easily without issues. Another forceps was available for use. No damage to the plate and it was implanted in the patient. Procedure was successfully completed with no surgical delay or patient harm. Device with broken piece will be returned for evaluation. This complaint involves 1 device. Concomitant device reported: plate (part number 241.095s, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history of the past three years for part number 399.99 with lot number(s) a7ga024 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is june1997. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing date: week 24 in 1997. The device history record is no longer available due to the age of the instrument (over 15 years old). Therefore the exact date of manufacture is unknown. A service and repair evaluation was completed: the customer reported the tip broke off. The repair technician reported the tip of the serrated jaw broke off, and the ratchet was worn and would not lock. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the piece that broke off the device is not available for return.